Manufacturer narrative:
Unit received with blank display and the backlight turning on with a blank display anomaly. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up properly. Problem isolated to electronic assembly. No cosmetic damage noted.(B)(4)

Event description:
The customer reported via phone call that she received a replacement insulin pump that did not turn on when the battery was inserted. The light worked but nothing else. The insulin pump had a blank display. Customer's blood glucose level was 61 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.